Event description:
A customer reported low power was received during a laser procedure. There was a one hour delay reported. The procedure was completed at the slit lamp the following day. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative performed optics cleaning and chimney calibration. The company representative found the power was 50% and after calibration the power increased to 80%. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was isolated to be the system being out of calibration. (B)(4).